Event description:
Biopsy gun defective. Unable to collect biopsy sample. Gun had to be replaced. Lot: retjt0959, ref:mc1825. Manufacturer response for biopsy gun, biopsy gun (per site reporter) sent to clinical site with table of old events, cc'd v to work with bard to understand the problem. One sample sent from 2024 confirmed the problem but did not identify a root cause. [Redacted name] responded that the devices was disposed of in the sharps container, no harm to patient, no aborting of the case which was completed.